Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
No changes to b5 statement.